Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented in the emergency room with complaints of dizziness. Device interrogation showed that non sustained rv oversensing due to noise resulted in pacing inhibition. Programming changes were recommended.